Event description:
A malfunction was reported with the pump, indicated by malfunction code malf 12. There was no reported impact to the customer's blood glucose level. The customer decided to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support confirmed the shipping address and agreed to replace the malfunctioning pump, instructing the customer on how to put the pump into storage mode before returning it. The customer acknowledged the instructions and agreed to return the pump within ten days using a pre-paid label.